Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and severe calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a severely calcified lesion in the lcx with 95% stenosis and vessel tortuosity. The lesion was pre-dilated. The device was inspected before use with no issues noted. It is reported that the device would not pass the lesion. Resistance was encountered at the lesion but no excessive force was used. The physician removed the device and gave up the procedure. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was flared. The stent was deformed the entire length of the stent. There was residue evident inside the balloon and some balloon folds appeared slightly open. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).